Event description:
A customer contacted haemonetics on (B)(6) 2011 to report a blood spill within an orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report a blood spill within an orthopat machine. No operator or donor injury was reported. Upon evaluation of the device the reported problem was verified. Blood was found inside of the machine and carbonization was noted on top deck, vacuum reservoir, compressor, and tubing next to power supply. Electronic components which required replacement due to fluid spill included the power supply. Major disassembly and cleaning was required. The machine is now ready for use. (B)(4).